Event description:
It was reported that the patient presented with an open pocket, possibly from wound dehiscence, and an infection. The implantable pulse generator (ipg) system was removed and the patient was treated with antibiotics. The patient was paced externally and received a new system approximately one week later. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: 694958 lead, implanted (B)(6) 2005. If information is provided in the future, a supplemental report will be issued.